Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received shocks for atrial fibrillation(af) with rapid ventricular response(rvr) while present in hospital. Programming changes were planned. The patient was stable.

Event description:
New information received notes that no programming changes were made. Patient's medications were adjusted. The patient was stable.